Manufacturer narrative:
(B)(4).

Event description:
It was reported that the suture passer broke inside the joint during the procedure. An extended period of time was required to retrieve the broken piece. There was no reported patient impact from the extended procedure time.

Manufacturer narrative:
Device investigation narrative - examination was not possible, as the device has not been returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the device. Further investigation is not warranted at this time. Evaluation codes updated to indicate that manufacturing review was performed. (B)(4).